Event description:
This prospective pregnancy case was reported by an other and describes the occurrence of perforation ("perforation of organs when the device migrated") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and allergy to metals ("allergic reactions to nickel in the coils"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy). Essure was removed. The reporter considered allergy to metals, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: group of patients (unspecified) stated that they experienced allergic reactions to nickel in the coils, pain, and perforation of organs when the device migrated. Some of the women alleged that they experienced unintended pregnancies or had to undergo hysterectomies. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by an other and describes the occurrence of perforation ("perforation of organs when the device migrated") and pregnancy with contraceptive device ("unwanted pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unwanted pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and allergy to metals ("allergic reactions to nickel in the coils"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the perforation, pregnancy with contraceptive device, pelvic pain and allergy to metals outcome was unknown. The pregnancy outcome was not reported. The reporter considered allergy to metals, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. The reporter commented: group of patients (unspecified) stated that they experienced allergic reactions to nickel in the coils, pain, and perforation of organs when the device migrated. Some of the women alleged that they experienced unintended pregnancies or had to undergo hysterectomies. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.